Manufacturer narrative:
The reported failure of the system printed circuit assembly and blower are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm had occurred while preventative maintenance was being performed on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, event motor shutdown, was observed on the device's error log. The service technician further evaluated and determined the system printed circuit assembly and blower need replacing to address this issue. In conclusion, the device's the system pca and blower were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the inline proximal filter was replaced for dust contamination unrelated to the reportable issue. The front panel was replaced for physical damage unrelated to the reportable issue. The air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.